Event description:
It was reported that the defibrillator had a self-checking failure. The defibrillation self-test "charging and discharging cannot pass". There was reportedly no patient involvement.